Event description:
On (B)(6) 2021, dr. (B)(6) with (B)(6) in (B)(6) placed a medtronic micra av pacemaker. My diagnosis was 2:1 av heart block and bradycardia. The procedure was suppose to be simple and I was assured it would address av synchrony. Instead, I was in the hospital for a few days with excruciating and unexplained pain. I believe that there was a heart perforation, but was never told what was causing my pain, just that I had pericarditis. To my knowledge, dr. (B)(6), nor the associated clinic have reported any adverse affects from my device which has since been turned off. I have continued to experience debilitating inflammation since this surgery. I switched to a different doctor in the clinic, who advised that what they are finding over time is that "these devices are not sensitive enough to achieve the synchrony for younger/active people" that medtronic claims. I was told that I would need to have a traditional pacemaker, which was placed on (B)(6) 2021. I am still having significant issues from the micra av pacemaker which was left in my heart, as they are not designed to be retrieved. "Leadless pacemakers have become a major breakthrough in the management of bradyarrhythmia as an attractive alternative to the standard transvenous pacemakers, but safety and long-term outcomes of the new micra-av, which is capable guarantee atrioventricular (av) synchrony, have been poorly described. Hence, we describe how we managed a (B)(6) patient who developed pacemaker syndrome due to significant micra-av desynchrony. This case emphasizes how leadless pacemaker av synchrony could be overestimated, thereby requiring a stepwise process leading to adequate device reprogramming. Holter-ECG monitoring and exercise test resulted to be valuable tools for an early detection of inadequate av synchrony, integrating and completing device reports." (Https://pubmed.ncbi.nlm.nih.gov/34463365/) I have linked below to a letter from FDA on leadless pacing systems risk major complications related cardiac perforation. I believe this was what has caused my continued debilitating inflammation. If I do much besides just resting, my chest gets tight and I have trouble breathing. I also get sharp pains in my chest. (Https://www.FDA.gov/medical-devices/letters-health-care-providers/leadless-pacing-systems-risk-major-complications-related-cardiac-perforation-during-implantation) I was a healthy (B)(6), feeling a bit of fatigue prior to medtronic micra av placement. The medtronic micra av has impacted my quality of life severely. I can hardly do anything. Now it's turned off, but it is not able to be retrieved and is causing me pain. My fatigue has increased and the inflammation that is caused by movement and resulting pressure on lungs is debilitating. Please address the issues and overstated claims for this device by medtronic, so others do not have to suffer as I am. Thank you, (B)(6). I have had several interrogations of the device in the medical clinic since (B)(6) 2021, which showed the device was not achieving av synchrony. I believe it is the result of a heart perforation that the clinic doctor has not been upfront about. The ibuprofen doesn't do much to address the issue. FDA safety report ID# (B)(4).